Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # 00771300700/ modular femoral stem/ lot # 62033873. Part# 00801803602/ femoral head /lot# 62177338. Part# 00784801200/ modular neck taper/lot# 61181156. Part# 00625006540/ bone scr/lot# 62161139. Part# 00625006525/ bone scr/lot# 62256247. Multiple MDR reports were filed for this event, please see associated reports: 001822565 - 2021 - 02909, 0002648920 - 2021 - 00332, and 0001822565 - 2021 - 02929.

Event description:
It was reported by that patient underwent a right hip revision procedure approximately 7 years¿ 9 months¿ post-implantation due to pain, slightly elevated metal ion levels and difficulty ambulating. During the revision it was noted the liner fractured, there was corrosion around the trunnion and the patient developed osteolysis.. Attempts have been made and additional information on the reported event is unavailable at this time.